Manufacturer narrative:
Other, other text: one portex tubes blue line ultra was returned for analysis. The returned sample was visually inspected at 12? To 16? And normal conditions of illumination and no discrepancies were found. The cuff of the returned sample was inflated using a syringe and the product and immerse in the water in order to detect any leakage. No discrepancies were found in the returned sample, the sample was inflated per more of 48 hours. A review of the manufacturing process was conducted, and no discrepancies were found. The inflation test was audited, and no deflated cuffs were detected during the thirty-two units tested. No root cause has to be determined since the complaint was not confirmed since no issues were found.

Event description:
It was reported that the device was placed into use with patient. The reporter stated the pilot balloon was deflated and the device was removed and replaced with another tube. Inspection of the tube that was removed showed the device cuff was deflated. No adverse effects to patient reported.